Event description:
Health professional reported alleged "band and port explanted due to infection around the band. A replacement sys was successfully implanted. Health professional has declined to provide any add'l info at this time.

Manufacturer narrative:
(B)(4). Allergan has received the product; however, the device has not been identified nor has the analysis has not been completed at this time. Based upon the model number provided by the reporter, the connector type is assumed to be a rapidport ez strain relief. No add'l info has been received regarding the implant date and serial number. Infection is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated."